Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was eroded after the patient bumped the device which developed a hematoma therefore the whole system had infection with sepsis. A revision was performed and the lv lead was explanted. There were no additional adverse patient effects reported.